Event description:
It was reported that, the cardiac resynchronization therapy pacemaker (crt-p) triggered a lead safety switch (lss) due to high impedances out of range on this right atrial (ra) lead. Technical services (ts) recommended lead evaluation in bipolar and unipolar configuration. Additionally, ts recommended isometrics including arm movements across the chest, over the head, valsalva, and pocket manipulation. This ra lead remains in service. No adverse patient effects were reported.